Manufacturer narrative:
Correction to e2, e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: flushing was not performed for auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test. The same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. A deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Event 2: possible conduct of inappropriate/insufficient reprocessing due to distal end has corrosion. The information on reprocessing steps provided by the user was reviewed where, the difference of recognition on device handling and reprocessing steps between the user and recommendation by olympus could not be denied. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water channel with water. Neodisher endo clean was used as the detergent for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end. An endo-flex cleaning brush (set 5v) was used during manual cleaning. Manual disinfection was done with giga sept af. The automatic endoscope reprocessor that was used was rdg-e steelco. Neodisher endo clean was used as the detergent and endo sept paa was used as the disinfectant. The scope was stored in a steelco drying cabinet. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the up/down knob could not be locked securely due to wear of the forceps elevator lever, the bending section cover adhesive was worn, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the distal end was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The channels were contaminated after being reprocessed multiple times. There was no reported patient harm or impact due to this event.